Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('tubo ovarian abscess / issue with ovaries') and pelvic pain ('pain') in an adult female patient who had essure (batch no. L001971-inv, d01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included right lower quadrant pain, pneumobilia, small bowel resection, respiratory distress, pregnancy with advanced maternal age, augmentation mammoplasty, allergic reaction to antibiotics, right lower quadrant pain, staphylococcus aureus abscess, diarrhea, infrequent bowel movements, intermittent fever, night sweats, pelvic abscess drainage, hepatic vein thrombosis, sepsis, pelvic mass, biliary stones, post-traumatic stress disorder, endoscopic retrograde cholangiopancreatography, cholecystectomy, lymphadenopathy fibrotic, postoperative adhesion, abdominal mass, tubo-ovarian abscess and peritonitis. Concomitant products included ascorbic acid, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), biotin, calcium citrate, enoxaparin sodium (lovenox hp), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), norethisterone (mini-pill) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising)/bruising"), migraine ("migraine/headache"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss") and rash ("rashes or skin conditions (rashes; increased bruising),"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping"), dyspepsia ("digestive issue"), abdominal pain ("abdominal pain") and urticaria ("hives like bumps"). The patient was treated with surgery (robotic assisted total laparoscopic hysteroctomty on (B)(6) 2017 and robotic assisted total laparoscopic hysteroctomty, left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, abdominal pain and urticaria outcome was unknown, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia and rash was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, tubo-ovarian abscess, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant :(B)(6) of 2014. Plaintiffwas forced to undergo a major surgery as a result of her essure® implant, precisely what she was seeking to avoid when selecting the device over tuba ligation discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017 (B)(6) 2017-robotic assisted total laparoscopic hysteroctomty, left salpingectomy possible right salpingectomy, possible left oophorectomy, possible right oophorectomy, possible bilateral oophorectomy. Patient had used birth control patch. An issue with one of her ovaries during removal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received: new event "hives like bumps" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('tubo ovarian abscess / issue with ovaries') and pelvic pain ('pain') in an adult female patient who had essure (batch no. L001971-inv, d01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included right lower quadrant pain, pneumobilia, small bowel resection, respiratory distress, pregnancy with advanced maternal age, augmentation mammoplasty, allergic reaction to antibiotics, right lower quadrant pain, staphylococcus aureus abscess, diarrhea, infrequent bowel movements, intermittent fever, night sweats, pelvic abscess drainage, hepatic vein thrombosis, sepsis, pelvic mass, biliary stones, post-traumatic stress disorder, endoscopic retrograde cholangiopancreatography, cholecystectomy, lymphadenopathy fibrotic, postoperative adhesion, abdominal mass, tubo-ovarian abscess and peritonitis. Concomitant products included ascorbic acid, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), biotin, calcium citrate, enoxaparin sodium (lovenox hp), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), norethisterone (mini-pill) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising),"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss") and rash ("rashes or skin conditions (rashes; increased bruising),"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping"), dyspepsia ("digestive issue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysteroctomty on 12-apr-2017 and robotic assisted total laparoscopic hysteroctomty, left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess and abdominal pain outcome was unknown, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia and rash was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant :november of 2014. Plaintiffwas forced to undergo a major surgery as a result of her essure® implant, precisely what she was seeking to avoid when selecting the device over tuba ligation discrepancy noted in date of removal (B)(6) 2017. Robotic assisted total laparoscopic hysteroctomty, left salpingectomy possible right salpingectomy, possible left oophorectomy, possible right oophorectomy, possible bilateral oophorectomy. Patient had used birth control patch. An issue with one of her ovaries during removal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('tubo ovarian abscess / issue with ovaries') and pelvic pain ('pain') in an adult female patient who had essure (batch no. L001971-inv, d01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included right lower quadrant pain, pneumobilia, small bowel resection, respiratory distress, pregnancy with advanced maternal age, augmentation mammoplasty, allergic reaction to antibiotics, right lower quadrant pain, staphylococcus aureus abscess, diarrhea, infrequent bowel movements, intermittent fever, night sweats, pelvic abscess drainage, hepatic vein thrombosis, sepsis, pelvic mass, biliary stones, post-traumatic stress disorder, endoscopic retrograde cholangiopancreatography, cholecystectomy, lymphadenopathy fibrotic, postoperative adhesion, abdominal mass, tubo-ovarian abscess and peritonitis. Concomitant products included ascorbic acid, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), biotin, calcium citrate, enoxaparin sodium (lovenox hp), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), norethisterone (mini-pill) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising),"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss") and rash ("rashes or skin conditions (rashes; increased bruising),"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping"), dyspepsia ("digestive issue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysteroctomty on 12-apr-2017 and robotic assisted total laparoscopic hysteroctomty, left). Essure was removed on (B)(6) 201. At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess and abdominal pain outcome was unknown, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia and rash was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant :november of 2014. Plaintiffwas forced to undergo a major surgery as a result of her essure® implant, precisely what she was seeking to avoid when selecting the device over tuba ligation discrepancy noted in date of removal (B)(6) 2017. 04-dec-2017-robotic assisted total laparoscopic hysteroctomty, left salpingectomy possible right salpingectomy, possible left oophorectomy, possible right oophorectomy, possible bilateral oophorectomy. Patient had used birth control patch. An issue with one of her ovaries during removal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received: lot number was added. Event abdominal pain was added. Reporter causality comments were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. L001971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising),"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss") and rash ("rashes or skin conditions (rashes; increased bruising),"). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping") and dyspepsia ("digestive issue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia and rash was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), tubo-ovarian abscess ("tubo ovarian abscess") and pelvic pain ("pain") in an adult female patient who had essure (batch no: l001971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included right lower quadrant pain, pneumobilia, small bowel resection, respiratory distress, pregnancy with advanced maternal age, augmentation mammoplasty, allergic reaction to antibiotics, abdominal pain lower, staphylococcus aureus abscess, diarrhea, infrequent bowel movements, intermittent fever, night sweats, pelvic abscess drainage, hepatic vein thrombosis, sepsis, pelvic mass, biliary stones, post-traumatic stress disorder, endoscopic retrograde cholangiopancreatography, cholecystectomy, lymphadenopathy fibrotic, adhesions nos postoperative, abdominal mass, tubo-ovarian abscess and peritonitis. Concomitant products included ascorbic acid, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), biotin, calcium citrate, enoxaparin sodium (lovenox hp), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), norethisterone (mini-pill) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising),"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss") and rash ("rashes or skin conditions (rashes; increased bruising),"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping") and dyspepsia ("digestive issue"). The patient was treated with surgery (robotic assisted total laparoscopic hysteroctomty, left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease and tubo-ovarian abscess outcome was unknown, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia and rash was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant: on (B)(6) 2014. Plaintiff was forced to undergo a major surgery as a result of her essure® implant, precisely what she was seeking to avoid when selecting the device over tuba ligation discrepancy noted in date of removal on (B)(6) 2017 and on (B)(6) 2017. On (B)(6) 2017, robotic assisted total laparoscopic hysteroctomty, left salpingectomy possible right salpingectomy, possible left oophorectomy, possible right oophorectomy, possible bilateral oophorectomy. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: medical records received. Events added from pfs- pelvic inflammatory disease and tubo ovarian abscess. Reporter information, concomitant drug, medical history were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. L001971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising),"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss") and rash ("rashes or skin conditions (rashes; increased bruising),"). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping") and dyspepsia ("digestive issue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia and rash was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 11-mar-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('tubo ovarian abscess / issue with ovaries') and pelvic pain ('pain') in an adult female patient who had essure (batch no. L001971-inv, d01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included right lower quadrant pain, pneumobilia, small bowel resection, respiratory distress, pregnancy with advanced maternal age, augmentation mammoplasty, allergic reaction to antibiotics, right lower quadrant pain, staphylococcus aureus abscess, diarrhea, infrequent bowel movements, intermittent fever, night sweats, pelvic abscess drainage, hepatic vein thrombosis, sepsis, pelvic mass, biliary stones, post-traumatic stress disorder, endoscopic retrograde cholangiopancreatography, cholecystectomy, lymphadenopathy fibrotic, postoperative adhesion, abdominal mass, tubo-ovarian abscess and peritonitis. Concomitant products included ascorbic acid, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), biotin, calcium citrate, enoxaparin sodium (lovenox hp), ibuprofen, minerals nos;vitamins nos (prenatal vitamins), norethisterone (mini-pill) from 2003 to 2013 and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising)/bruising"), migraine ("migraine/headache"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss"), rash ("rashes or skin conditions (rashes; increased bruising),") and urticaria papular ("hives like bumps"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping"), dyspepsia ("digestive issue") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (robotic assisted total laparoscopic hysteroctomty on (B)(6) 2017 and robotic assisted total laparoscopic hysteroctomty, left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease and tubo-ovarian abscess outcome was unknown, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia, rash, abdominal pain and urticaria papular was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, tubo-ovarian abscess, urinary tract infection, urticaria papular and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant :(B)(6) 2014. Plaintiffwas forced to undergo a major surgery as a result of her essure® implant, precisely what she was seeking to avoid when selecting the device over tuba ligation discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017 04-dec-2017-robotic assisted total laparoscopic hysteroctomty, left salpingectomy possible right salpingectomy, possible left oophorectomy, possible right oophorectomy, possible bilateral oophorectomy. Patient had used birth control patch. An issue with one of her ovaries during removal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs received. Outcome for previously reported events: abdominal pain, hives-like bumps was updated to recovering / resolving we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. L001971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal): type: urinary tract"), increased tendency to bruise ("rashes or skin conditions (rashes; increased bruising),"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition: type: bloating"), alopecia ("hair loss") and rash ("rashes or skin conditions (rashes; increased bruising),"). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal pain lower ("gastrointestinal or digestive system condition: type: cramping") and dyspepsia ("digestive issue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, increased tendency to bruise, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, abdominal pain lower, alopecia and rash was resolving and the dyspepsia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, increased tendency to bruise, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.